Event description:
It was reported that this left ventricular (lv) lead was shut off or out of service and remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).